Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading at the time was 228 mg/dl. Troubleshooting was performed. Advised that the insulin pump needs to be replaced. Customer refused the replacement and stated that he doesn't want to program another insulin pump. Customer also mentioned the insulin pump is functioning correctly and that this issue hasn't occured in about one month. Advised to monitor the insulin pump and to call back for assistance and or replacement if necessary. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.